Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of air ingress. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Risk assessment: a risk review performed for the faradrive device confirmed that the event of "visible air/bubbles" is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. A risk review was performed and references a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, requiring additional intervention (sheath replacement). Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem was detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave, air ingress was noted while confirming backflow. The air was observed at the side port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported pump was used for the irrigation of sheath. The guidewire was up to the tip of the farawave. No other issue has been reported.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave, air ingress was noted while confirming backflow. The air was observed at the side port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that pump was used for the irrigation of sheath. The guidewire was up to the tip of the farawave. No other issue has been reported.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave, air ingress was noted while confirming backflow. The air was observed at the side port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.